Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose of 26 mmol/l. Customer also reported that insulin pump had pump error alarm. Customer stated that insulin pump was not exposed to a high magnetic field. Customer reported that they were able to clear the alarm and they were able to rewind the insulin pump. Customer performed displacement test and self test and both tests were passed. It was unknown that if the insulin pump was in auto mode at the time of the incident. No further patient complications were reported. The customer will discontinue use of the device.